Manufacturer narrative:
Gum laceration and gum bleeding are considered impairments of normal body function. The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about plastic in place of a bristle tuft, which cut their gums during first use of a new brush head. No medical intervention reported.